Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the bolus was not delivered. Blood glucose value at the time of the event was 200 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1715kl, mmt-332a, and unomedical. Troubleshooting was declined by the customer. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, and the dat test at .0869 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No rewind anomaly, prime/fill anomaly, no delivery alarm anomaly during testing or in file download history on event date. In further full review of the pump history on the date of testing 04-07-2026 found daily total of bolus insulin delivered to be 37 units. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), broken belt clip rails, label damage. In summary, customer allegation for pump delivery anomaly, possibly under delivering anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.